Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4); record ID (B)(4).

Event description:
It was reported that prior to use, during the pre-use device inspection, it was noted that the expiration date appeared to be prior to the manufacturing date. There was no reported patient involvement since this occurred prior to use.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4); record ID (B)(4).

Event description:
It was reported that prior to use, during the pre-use device inspection, it was noted that the expiration date appeared to be prior to the manufacturing date. There was no reported patient involvement since this occurred prior to use.

Event description:
It was reported that prior to use, during the pre-use device inspection, it was noted that the expiration date appeared to be prior to the manufacturing date. There was no reported patient involvement since this occurred prior to use.

Manufacturer narrative:
(B)(4). A visual inspection of the returned product and photos provided determined that the labeling was incorrect. The evaluation confirms that the outside label on the shelf carton had the expiration date transposed with the manufacturing date. (B)(4).